Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n288182, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported the pump ¿keeps flipping¿ and that caused the catheter to become twisted. The reporter did not know when the issue started or how long it had been going on. A revision was being done the day of the report. The pump was used to deliver morphine. Additional information later reported the patient¿s pump was flipped because the hcp stated he may have not secured the pouch correctly in the pocket. The hcp secured the pouch properly in this revision case. The patient was now receiving adequate therapy.